Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-00607, 3005168196-2021-00608.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps and a non-penumbra microcatheter. During the procedure, three ruby coil lps would not advance from the friction lock within the introducer sheath. Therefore, all three ruby coil lps was removed. The procedure was completed with new ruby coil lps. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the first returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Further evaluation revealed an ovalization on the introducer sheath near the friction lock. This damage may have been a result of forceful gripping of the introducer sheath during advancement against resistance. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, then additional resistance was experienced due to the ovalization in the introducer sheath, and the ruby coil lp could not advance any further. Evaluation of the second returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the pusher assembly kink near the mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, then additional resistance was experienced due to the pusher assembly kink, and the ruby coil lp could not advance any further. Evaluation of the third returned ruby coil lp revealed that the pusher assembly was fractured and had kinks, the pusher assembly mid-joint was retracted through the proximal end of the introducer sheath, and the embolization coil was detached from the pusher assembly within the introducer sheath. This damage was not mentioned in the reported complaint and is likely incidental. Due to the return condition, the reported complaint could not be confirmed. The root cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of ruby coil lp advancement issue this report is associated with MFR report numbers: 1.3005168196-2021-00607, 2.3005168196-2021-00608.